Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection. As of this time, the crt-d was explanted, while the right atrial (ra) lead, right ventricular (rv) lead and left ventricular (lv) lead were surgically abandoned. A new leadless device was implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).